Event description:
Account contact reports: pt with bilateral venous ulcers had the device applied which decreased the size of the ulcers. A purplish area appeared on one of the pt's lower legs which developed into blisters. The physician discontinued use of the device for three weeks which during that time the venous ulcers worsened by increasing in size with large amounts of slough appearing. The physician then decided to start using the device again with orders for a daily dressing change. During the first dressing change it was noted that blisters appeared on both tibia areas of the pt. Over the next few days the blisters broke open and the area of open dermis increased but at the same time the venous stasis ulcers improved. Because of the blistered areas worsening and increasing in size it was decided to discontinue the dressing. The pt was not compliant with the treatment and would remove the outer layer off at night for comfort. Physician ordered dakins wet to dry dressings to the affected area.